Manufacturer narrative:
Hydraulic sub-assembly.

Event description:
It was reported by service report that the hydraulic sub-assembly was leaking. No patient involvement or adverse consequences are reported.